Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that the device may have recently been exposed to water. Blood glucose level at the time of the incident was 300 mg/dl. The customer stated that a piece of the battery compartment had broken off. Customer also reported pushing the minute button and numbers were scrolling on the screen. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
No unexpected scrolling of numbers or blank display anomalies noted during testing. The insulin pump passed displacement test and off no power test. The operating currents were in specification. The insulin pump had an intermittent button response on the down arrow button due to moisture damage on keypad traces noted. The insulin pump had broken battery tube threads noted. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked belt clip slot.